Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported that the monitor had reached the end of life and end of service. The technical support engineer advised the customer that they would need a new monitor that uses serial digital interface (sdi) for video connection. Three good faith efforts were made to obtain additional information regarding the event. However, no response received. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high-definition liquid crystal display (lcd) monitor displayed no image and the power turned off intermittently. It was unknown when the issue occurred. There were no reports of patient harm associated with the event.